Manufacturer narrative:
H3: product analysis #817749226:¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿as found condition: the phenom 27 catheter was returned for analysis within a shipping box; and within a plastic bio-pouch. ¿damage location details: no flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~7.8cm and ~17.5cm from proximal end. The catheter distal tip/marker band were examined, and no damage was found. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. ¿conclusion: based on the analysis findings, the phenom 27 catheter was confirmed to have resistance as the phenom 27 catheter was found to be damaged. From the damages seen on the catheter body (kinking); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open at the distal end. The patient was undergoing a procedure for flow diversion treatment of an right internal carotid artery (ica) ophthalmic segment unruptured saccular aneurysm. The aneurysm max diameter was 6.2mm and the neck diameter was 5.7mm. Patient vessel tortuosity was minimal. Dual antiplatelet treatment (dapt) was administered but pru level was unknown. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). During deployment of the pipeline stent, the distal end could not be opened. The pipeline was resheathed more than twice but the pipeline still could not be opened. Less than 50% of the pipeline was deployed when the failure to open occurred. The pipeline was not positioned in a bend. No other steps or devices were used to open the pipeline stent. When trying to retrieve the pipeline it was found that it could not be withdrawn into the microcatheter; the pipeline stent was damaged so the pipeline was deployed, though the aneurysm was not fully covered. Another stent was deployed to bridge for full aneurysm coverage and then full wall apposition was achieved. There were no patient symptoms or other complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: as found condition: the phenom 27 catheter was returned for analysis within a shipping box; and within a plastic bio-pouch. Damage location details: no flash or voids molded were observed in the hub. The catheter body was found to be kinked at 7.8 cm and 17.5 cm from proximal end. The catheter distal tip/marker band were examined, and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water was exited out from the distal tip. Conclusion: based on the analysis findings, the phenom 27 catheter was confirmed to have resistance as the phenom 27 catheter was found to be damaged. From the damages seen on the catheter body (kinking); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.